Manufacturer narrative:
The device was not returned for evaluation as it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. A device history record review was completed and documented that device met all specifications upon distribution. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. It is not known if user or procedural factors may have contributed to the stated event. In this event, there was no patient compromise noted.

Event description:
It was reported that after few minutes of use in patient of this disposable pressure transducer (dpt), there was an unexplained drop of blood pressure measurements. The blood pressure was initially displayed correctly for 3 minutes. Only the displayed blood pressure value was wrong. The value provided was 3 or 4 points below the expected value. The values were compared to taking a blood pressure via a blood pressure cuff. The values coming from the cuff were good and as expected. Which were the same values given by this sensor at the start of the measurement before the sudden drop. The measurements taken by the dpt sensors were those of arterial pressure while those taken by the blood pressure cuff corresponded to the blood pressure from the arm. There was no allegation of any error message or alert displayed. The patient was treated according to the values obtained from the blood pressure cuff. The issue solved after replacing this dpt by another one from a different lot number. There was no allegation of patient injury. The involved device was not available for evaluation, as it have not been retained by the service. Another dpt from the same lot number but with a different patient has been reported for the same issue.